Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy dialysate, abdominal pain and fever. The cause of the events was not reported. It was not reported if the patient was hospitalized for the events. Treatment for the events were not reported. At the time of this report, the patient outcome was not reported and pd therapy was ongoing. No additional information is available as the reporter declined follow up.